Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The analysis noted that the device was implanted on (B)(6) 1996 and explanted on (B)(6) 2004. Expected longevity for this model is 62 months and device was implanted for 94.4 months. Long receipt time. Device was received more than one year post explant.

Event description:
It was reported by the patient that they experienced shocks from a previous device. Follow up was conducted and it was noted that the patient did receive shocks, however they were considered appropriate due to the patient's condition. The patient's previous devices were explanted and replaced. No patient complications have been reported as a result of this event. On 2016-11-03: it was further reported that the patient's devices were returned. As well, their first device had a potential performance issue and normal elective replacement indicator (eri). The device was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.